Manufacturer narrative:
An evaluation of the set screw is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
At 4.5 month post-op x-rays revealed the arsenal set screw located at the s1 had disengaged/backed out from the head of the polyaxial screw body. However, the rod remained properly positioned and allowed fusion/healing to occur. The construct has been implanted for approximately 2.5 years without issue. There are no plans for revision at this time. The arsenal fixation system was originally implanted on (B)(6) 2014.